Event description:
It was reported that this patient experienced a lead safety switch due to out of range right ventricular (rv) lead impedance. Boston scientific technical services were contacted and recommended in-clinic isometrics to determine the lead integrity. The rv lead involved in this event is a competitor's product. The system remains implanted and in service. The patient was stable with no adverse consequences.